Manufacturer narrative:
Concomitant medical products: 5076-58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a skin erythema just ten days post implant, and with an absorbable envelope. A dermatologist found that the patient had (B)(6), and the patient was medically treated with antibiotics. The treatment is still ongoing, and the pacemaker system remains in use. The patient was a participant in a world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this infection had nothing to do with the procedure or implantable cardioverter defibrillator (ICD) system. The infection with staphylococcus could not be found on the implanted product and the redness was located in different areas but not on the scar.